Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated a 12.6mm vticm5_12.6 implantable collamer lens, -11.50/+1.5/112 (sphere/cylinder/axis), tore during loading and there was no patient contact. The surgeon did not implant another icl lens. The cause of the event was due to the device. The lens was discarded.